Manufacturer narrative:
Exemption number e2015055. The reported devices were received for evaluation. Both devices were found to have an e-box failure. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. Only 1 reported event had no patient involvement; no patient impact. Only 1 reported event had no known patient involvement or patient impact.